Manufacturer narrative:
Additional information d9 received six (6) images. Two (2) show the product packaging and the testing setup used to identify the leak. Then, two (2) show the leaking clave. Finally, two images show the tear in the seal. Received one (1) used list #ih-eh41810 pressure infusion ext set w/surplug¿ micro clear, rotating luer for evaluation on 1/22/15. As received, the seal was observed to be torn. The product was leak tested per specification and the clave was observed to leak after activation by an ICU medical provided syringe. The product was then disassembled. After disassembly, the seal and spike were inspected for damage. The seal was observed to be torn, with material missing from the tear at the top and the upper part of the side of the seal. The spike was observed to be intact and without deformation. Additional investigation revealed that the initial damage to the seal resulted from a short shot. The complaints of leakage and breakage extending to the side surface of the valve can be confirmed. The probable cause is due to a molding error during the manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a 18 cm (7") appx 0.43 ml, pressure infusion ext set w/surplug¿ micro clear, rotating luer where the customer reported that there was a leakage. There was unknown patient involvement; harm was not reported as a consequence of this event.